Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified no previous service. The customer¿s initial problem was replicated. The root cause of the issue was a miscalibrated cassette sensor. The sensor was recalibrated. In addition, the downstream occlusion (dso) seal was degraded. The device then passed all testing criteria.

Event description:
The customer returned the product for a cassette sensor error, during device analysis, a degraded downstream occlusion (dso) seal was identified. There was no patient involvement.